Event description:
The customer reported that during recent erythrapheresis procedures, they observed an elevated rate of hemolysis in the products at the end of the run.  Donation ID: 11523546bm no patient (donor) was connected at the time of the event, therefore, no patient information is known. EU personal data protection laws are in effect for this event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the customer did not provide incident dates or device serial numbers. As a result, run file analysis could not be performed. Based on the lot numbers provided the customer was using the kits at the end of shelf life. Multiple attempts were made to obtain clarification and additional information from the customer, but no response was received. Consequently, tbct conservatively documented all ten values as potential complaint events. See mdrs: 1722028-2026-00080, 1722028-2026-00081, 1722028-2026-00074, 1722028-2026-00078, 1722028-2026-00077, 1722028-2026-00079. Further events are being reviewed for reportability and will be filed as required. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.